Manufacturer narrative:
Updated incident description, product name and country of event. No further information was received for this incident.

Event description:
Allegedly, a revision was being scheduled. No information regarding indications for revision were provided.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient was revised due to unknown reasons.